Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that a pocket revision will be scheduled as soon as the covid-19 restrictions are lifted which could be several months. The cause was due to patient anatomy. The cause of rapid depletion has not been confirmed but it was suggested by tss that there may be a possible short. Rep has not been able to confirm causes of the issues as this time. Rep suspects they are due to the angel of the implanted ipg however now that the ipg is completely depleted, rep is unable to do anything further until pocket revision.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep said the ins was explanted on (B)(6) 2020 and replaced with a new one. The pocket was flattened and revised. The ins was expected to be returned for analysis. The ins was charged to 50% and it dropped to 0% in a matter of minutes. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A correction was made to update the most accurate information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins determined that there were no significant anomalies, and the device passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted on (B)(6) 2020 and 6 days later they attempted to recharge, but they were not able to do so. It was explained that the patient could get their controller to communicate with the ins, but when they attempted to charge, they were seeing the poor recharge quality screen (#76). They were also seeing the "unlock screen" (#17). The rep performed an antenna locate feature and got a range of 80-82. The ins was confirmed to be charged to 30% and was charged to 50% and advised the patient to turn the stimulation off. The rep checked the pocket site and reported there weren't any bandages on the pocket site but the physician did use glue. On (B)(6) 2020, the rep contacted the patient and told them to turn stimulation back on. The rep met with the patient again on (B)(6) 2020. The rep tried to connect and recharge the device using their own equipment, and got the same messages: poor recharge quality and no device found. The rep reprogrammed the device and switched the setting from group a to group b. Impedances were checked and were within the normal range. The patient's physician felt that the ins was implanted at an angle because the top edge was more up. The rep reported that the ins pocket site still had a suture, but it was healed. They tried resetting the controller twice and did disabled and re-enabled the ins, but still without resolve. Technical services suggested applying pressure on the ins site when recharging and to reassess impedances with the patient in different positions. While troubleshooting on (B)(6) 2020, the ins charge had dropped from 50% to empty. It was noted that the rep did not know when the physician could reposition the pocket site. No further complications were reported or anticipated.